Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited variable right atrial (ra) impedance measurements which ranged from the 240 ohms to 1400¿s ohms. There were no reported out of range measurements. The minute ventilation (mv) feature had been programmed off. The patient was not pacemaker dependent. The device had been programmed to vvir and the ra lead was not in use. It was discussed with the health care professional (hcp) that no further changes were needed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that the patient experienced near syncopal episodes since the implant of their device. Then the patient was syncopal and noted being told by their physician there was nothing wrong with the device. The device was later reprogrammed to turn off the mv sensor as previously reported. The patient had no further symptoms after the device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.